Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The device was returned to the manufacturer. The pump logs indicated the device was examined on (B)(6) 2017, and indicated a reset and safe state had occurred. Per the log, the pump was programmed to deliver 10 mg/ml of morphine at 0.061 mg/day (minimum rate). It was indicated the patient's pump was replaced on (B)(6) 2017.

Event description:
Additional information was received on 03-jan-2017 and it was reported that the patient did not report any symptoms related to the event. The pump was still at minimum rate. The patient was being managed with oral medications until he and his physician decided if he would have his pump replaced or removed.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found low battery resets with an undetermined root cause.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (10 mg/ml at 1.9 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2016 the patient contacted the clinic because he was hearing his pump alarming. The pump had been refilled not too long ago, but the reporter did not have the date of the last pump refill. The pump was interrogated and the pump logs showed a reset, low battery reset, and safe state occurred on (B)(6) 2016. No patient symptoms were reported. The pump was left programmed to minimum rate mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer on (B)(6) 2016 indicating the patient stated that their pain pump was beeping and going off and that they were not able to find anyone who can do a read to find out what was wrong because of the holiday. They were told to call mdt who advised the patient that patient services was closed and that they would need to call back tuesday because of the holiday-weekend.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.